Event description:
Lead impedance dropped significantly: 09/23/1998 669 ohms uni/494 ohms bipo: thresholds: 7mv - 2.5v @ .2ms. 07/10/1998 696 ohms/563 ohms bipo: thresholds: 7mv - 2.5v at .2ms. 05/01/1998 811 ohms uni/662 ohms bi: thresholds: 7mv - 2.5v @ .15ms. 11/05/1997: /945 ohms bi: thresholds: 7mv - 2v at .3ms. Lead must be changed. Pt is scheduled for change 01/28/1999 with dr at hosp.